Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 4. On (B)(6) 2026, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, increased sensitivity and inflammation. No further patient complications were reported.